Manufacturer narrative:
(B)(4) (lens unfolded upside down) - unlabeled. (B)(4).

Event description:
The reporter stated the surgeon inserted a 13.2mm vicm132 implantable collamer lens in the right eye. Had problem with loading and unfolding of lens. There were four attempts made, each time lens unfolded upside down. Lens torn during delivery into the eye. Lens was removed and a shorter lens was implanted. Lens was lost.